Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4. A triclip steerable guide catheter (tsgc) (50213r2111) and a triclip xtw (50311r1043) were prepared per the instructions for use (IFU) and the triclip delivery system (tcds) were inserted into the tsgc. However, difficulties visualizing the sgc tip in the right atrium occurred. A decision to proceed with the procedure steps was made, and existed the guide tip with the clip under fluoroscopic guidance only. However, it was noticed that the straightened guide displaced too much for the initial steering down to the tricuspid valve. Therefore, it was decided to remove the tcds with the clip still attached. However, difficulties fitting both clip arms inside the tscg occurred. It was noted that excessive force was not used, and retracting the tcds into the tsgc was immediately stopped when it was realized that one arm was located outside the guide tip. Troubleshooting was performed, and the clip was successfully retracted into the guide tip. The clip was removed without any issues. A new tsgc and a new tcds were inserted without issues. The procedure was completed with two clips implanted, reducing tr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty removing the tcds from tsgc. The reported poor image resolution was associated with limited imaging quality. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.